Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The parent reported that the patient's blood glucose reached 420mg/dl while wearing the pod on his arm for between 4 and 24 hours. It was also stated that the cannula appeared bent when the pod was removed. Treatment included bolusing but his blood glucose did not come down, so the pod was changed which brought his levels down.